Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 20 mg/dl. The customer was also having high blood glucose, 450 mg/dl. Customer was treated for high blood glucose with syringe. Customer stated that this is normal after low blood glucose. Customer stated that she was treated and expected to go high. The customer was assisted in setting up new pump and possibly causing low blood glucose.